Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head image became whitishness. There was no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated field: b5. Corrected field: d7a . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lens flooding, cable twisting, and free lock lever corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "blurred image" due to lens flooding. A definitive root cause could not be identified for the lens flooding, cable twisting, or free lock lever corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the issue was found at diagnostic procedure.